Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: may 15, 2024 section h3 - device evaluated by manufacturer? Yes device evaluation: a photograph provided by the customer was valuated. The picture showed an eye being implanted with an iol claimed to be a tecnis eyhance iol preloaded in the smartload delivery system (model gib00). The image shows a lack of lens edge (periphery) continuity, with lens material partially separated from 9:00 through 6:30 (in relation to the picture orientation). The torn portion remains attached to the lens optical portion at 6:30. Although per tore location it may not cause visual distortions/defects, the definitive clinical impact as well as the root cause of the reported issue cannot be determined from a picture assessment. Visual inspection of the complaint device revealed that viscoelastic residue was observed throughout the length of the cartridge. No cartridge damage was identified. The lens module was inspected and no issues were identified. The complaint issue "lens damaged" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3b, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) showed a tear/rupture once implanted. Through follow up it was confirmed that the lens remains implanted as the patient has not complained. No further detail was provided.